Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 3/10/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: review of the pump data: tdd data shows records from (B)(4) 2016. Black bos data begins at (B)(4) 2016 w/ data from (B)(4) 2016 missing. Bb data ends at (B)(4) 2016. Pump was run on a 24 hour basal with no interruptions or alarms observed. The investigation data was downloaded; review of the tdd shows the data accurately recording, however the new data in the black box did not record properly. Write failure was duplicated during this investigation. Pump was opened, no moisture found internally. No defects found to the eeprom circuit. Unrelated to the complaint,the display screen is dim/faded (pink).